Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt the electrode belt failed the therapy electrode recognition test and the pulse lead hi-pot test. The cause for the test failures and inability to treat was an open pulse wire in the front therapy electrode to ECG-a cable. The root cause for the damaged therapy electrodes and the open pulse wire cannot be positively determined but is likely excessive force. No adverse event resulted from the open pulse wire. The last pt to use this electrode belt did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the belt failed the pulse lead hi-pot test and the therapy electrode recognition test. The last pt to use this electrode belt did not report any problems.